Event description:
It was reported to boston scientific corporation that an injection gold probe device was going to be used during a colonoscopy procedure. According to the complainant, during testing of the injection gold probe device in saline, the probe would not activate, when pressing on the generator pedal. The case was completed with a different device; it is not known what device was used. After the procedure was completed, a different injection gold probe device was used to test the generator; the generator worked fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.